Manufacturer narrative:
Visual inspection observed severe corrosion to the lower bearings.

Event description:
The maestro straight m attachment overheated while being tested by the field service tech during a routine maintenance visit. There was no pt involvement, and no adverse consequences were reported.